Event description:
The patient had six zephyr valves implanted on (B)(6) 2024. The patient had mild chest pain on (B)(6) 2024. They then had a mild pneumothorax on (B)(6) 2024 that was untreated. The patient was discharged on (B)(6) 2024. On (B)(6) 2024, at a follow-up visit it was determined the patient had a residual bulla instead of a pneumothorax. The patient appeared to be normal until (B)(6) 2024. The morning of (B)(6) 2024, the family found that he had gone into cardiac arrest and passed away. The doctor stated that "there may be a causal relationship between the device and the death."